Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the safety monitor did not alarm. There was no pt involvement.

Manufacturer narrative:
The service repair tech (srt) confirmed the reported issue. The srt replaced the safety power module assembly. With the component replaced, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.